Event description:
It was reported that during an ultrasound-guided breast biopsy procedure, the device allegedly failed to obtain samples. A coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to have blood residue and no other visual anomalies were noted. Upon functional testing, the top and bottom slide was able to lock into place. The device was further tested by cocking and firing the device. During testing, while collecting a sample from the sample notch the device self activated. A drop test was performed with the top slide locked in place. After the sample was released, the top slide did not self-activate. The x-ray showed that the cannula tangs were not fully engaging with the device housing. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire. All 6 samples were obtained. Upon disassembly, it was noted that the left bumper was found to be bent and the right bumper was not seated in the correct position. Therefore, the investigation is confirmed for the reported self-activation as the device self-activated while testing. However, the investigation is inconclusive for the reported failure to obtain samples as the alleged self-activation may contribute to the reported failure. A definitive root cause for the alleged failure to obtain samples and self-activation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2023), g3, h6 (method). H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure, the device allegedly failed to obtain samples. A coaxial was not used. There was no reported patient injury.